Manufacturer narrative:
The device was not returned to edwards for evaluation as it remains implanted. A review of the device history record was not able to be performed as the device information is unknown. Although bioprosthetic valves have been proven to have excellent long term durability, failure does occur in a small number of valves. Replacement of a bioprosthetic valve over time is more likely due to structural valve deterioration (svd) which occurs as a result of stenosis (from calcification or host tissue overgrowth), fibrosis or non-calcific degeneration. In this case, the device was not returned to edwards for analysis. The clinical statements cannot be confirmed and the root cause for stenosis of this device remains indeterminable. Should new information become available, a supplemental MDR will be submitted. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that a patient underwent a valve-in-valve procedure due to severe mitral stenosis. As reported a 29mm valve was implanted in a 27mm bioprosthetic mitral valve using the transapical approach. The 27mm mitral valve was implanted for 8 (eight) years and 10 (ten) months. There were no intraoperative complications and the patient tolerated the procedure well. Mean of 14mmhg was reduced to 5mmhg per tee. Trace paravalvular mitral regurgitation was noted at the end of the procedure. The patient was transferred to the ICU in stable condition and was discharged on pod five.